Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated and fixed the reported issue as mentioned in the initial emdr, reported that the iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted when our investigation is completed.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue and verified that the reported issue was caused due to normal wear the components being worn . The fse replaced o-rings, gaskets and helium hoses. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.